Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.

Event description:
The report indicated that the customer was experiencing "red, irritated" pod sites. A cde from his doctor's office stated that "he is having quite a bit of irritation at the site where the cannula has been." The site was described as "red, tender and once was infected." He is currently using IV prep pads, but it was recommended that he discontinue their use and switch to soap and water to cleanse the site. If the problem persisted, samples of an alternative prep wipe would be sent to him. No product will be returned for evaluation.